Manufacturer narrative:
UDI: unavailable. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation possibly induced by armd. The surgeon commented that if the dislocation would happen again they would perform the 2nd revision to replace the stem with a new implant.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient was revised to address dislocation possibly induced by armd. The surgeon commented that if the dislocation would happen again they would perform the 2nd revision to replace the stem with a new implant. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.